Event description:
It was reported that during an ion endoluminal lung biopsy procedure, bleeding was observed. However, according to the initial reporter, the case went well. No further clinical information was provided. Intuitive surgical inc. (Isi) attempted to obtain additional information; however, there was no additional information received from the surgeon.

Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred in relation to the reported event. If additional information is received, a follow-up MDR will be submitted. A review of the site's complaint history has been performed and no related complaints have been identified. A review of the site's system logs for the reported procedure date was conducted by a senior failure analysis engineer. There are no logs available for en0043 on 10/08/2020. There are logs available for other dates in october 2020, but none for the event date. No images or videos were shared for the event this complaint is reportable due to the following conclusion: it was alleged that during an ion endoluminal lung biopsy procedure, bleeding was observed. It is unknown what caused the bleeding, if there was any blood loss, or if there was any medical intervention required.